Event description:
From literature: s. Bjornsson, p. Hannah, r. Ronghe. Pleural effusion following use of saline and fluid anti-adhesion agents at laparoscopic surgery " a case series of three patients. Bjog 2009;116:1524-1526. A female pt with bmi of 24 and known stage IV endometriosis. She had undergone laparoscopy and laser treatment of endometriosis 3 years ago without any complications. Normal saline was used for irrigation and 1 l of adept was left in the peritoneal cavity at the end of the procedure. She then had two cycles of ivf with unsuccessful outcomes and was referred from the assisted conception unit for further laparoscopic surgery in view of worsening symptoms. The patient was intubated, paralyzed, and ventilated for the operation and the average intraperitoneal pressure of 15 mmhg was maintained. Intra-operatively, she was found to have stage IV endometriosis with adhesions involving left tube and ovary. Endometriosis was present on both uterosacral ligaments. The uterus was retroverted and fixed. Laparoscopic laser treatment and adhesiolysis was performed. The procedure lasted for 80 minutes. The exact amount of saline used for the procedure and the irrigation balance was not recorded. One and a half liters of adept was left in the peritoneal cavity at the end of the procedure. The patient was well intra-operatively with spo2 of 98-100% and there were no problems in the recovery room. She started complaining of difficulty in breathing and right-sided shoulder-tip pain on the night of the operation. At 9 p.m. In the evening after the operation, her oxygen saturation dropped to 95% on air; her respiratory rate was 30/minute and pulse was 100 bpm. Chest x-ray demonstrated a left-sided basal effusion. Arterial blood gas analysis showed pco2 of 5.4 kpa and po2 of 12.4 kpa on 60% oxygen. Needle aspiration of the fluid was performed and sent for cytology and biochemistry. She was transferred to hdu for observation. Her spo2 improved with oxygen. She recovered well and was discharged home on the third postoperative day. The patient was reviewed in the gynecology clinic 5 weeks after the operation and was well.

Manufacturer narrative:
Studies have reported channels of communication between the pleural and peritoneal cavities.1 leveen et al. Reported cases of development of hydrothorax in patients with ascites. They demonstrated small defects in diaphragm covered by pleuroperitoneum, which ruptured with increased abdominal pressure. The majority of these cases had right-sided hydrothorax. Similarly, strauss and boyer reported cases of hepatic hydrothorax involving similar mechanism. There are rare reports of pulmonary edema and pleural effusion from clinical experience with adept. Doumplis et al. Reported two cases of symptomatic pleural effusion after a laparoscopic and a laparotomy surgery when icodextrin was used. The occurrence is not specifically related to the intrinsic properties of adept, but to the use of liquids in general. Although this complication is rare, it has been reported in the literature (kanno et al, 2001). In this specific patient in the presented series of three developed hydrothorax after to the infusion of adept. The possible factors contributing to the development of hydrothorax in these patients could be the prolonged duration of procedure, amount of fluid in the peritoneal cavity, trendlenburg position and increased intra-abdominal pressure. Adept may have contributed along with the above described factors to the occurrence of the pleural effusion. Further clinical investigation is not required. The occurrence is appropriately addressed in the instructions for use: "oedema (liquid effusion) is a recognized event associated with the use of fluids for irrigation and instillation in laparoscopic surgery." For the EU this event all the criterias for an "expected and foreseeable side effects". This will be kept on file for trending purposes.